Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred. Patient and procedure outcome is unknown due to insufficient information. Philips was unable to confirm the allegation regarding the 3d fault issue on the system because the system is in the end of service (eos) state. The customer has asked a third-party service provider to repair the system. Therefore, no additional details regarding the investigation or corrective action were available or have been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a 3d fault. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.